Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was monitored and no indication of heating up was noted. No noticeable odor of burnt components was noted during the inspection. The heat damage or burnt components were noted to the electronic assembly, motor, vibrator assembly or battery tube. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported a burnt smell coming from the insulin pump and stated the device would get extremely hot. Customer's blood glucose was 97 mg/dl. Customer agreed to return the product for analysis.